Event description:
The lay user/patient alleged that the meter was set to the incorrect unit of measurement. In 2005 at 10:a.m., the patient tested on his meter and obtained a result of "14.7", which after conversion would be 265 mg/dl. It is not clear if the patient interpreted the result as 147 mg/dl. After testing, he reported feeling weak and shaky. He took his insulin and then went to the hospital. His blood glucose was tested at the hospital, but no treatment was reported. The result obtained on the meter was not provided. The patient stated that his meter was previously set to the correct unit of measurement and he did not make any changes to it.